Event description:
Customer reported a high blood glucose level, with the specific value unknown as it displayed "high." Customer took no corrective action to address the bg. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.